Event description:
During the routine knee arthroscopy, the gator 4.2 mm curved shaver (pn c9266m) clogged up and did not function as it should.what was the original intended procedure?left knee arthroscopy.device #1is this a laboratory device or laboratory test?no.